Manufacturer narrative:
Vyaire file identification: (B)(4). A third party field service technician evaluated the device and performed 30k preventive maintenance. The technician replaced the flow valve, power board, turbine manifold solenoid manifold, turbine maniifold and alarm sounder. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the ltv 1150 smells like smoke. At this time, there is no information regarding patient involvement associated with the reported event.